Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast reconstruction with a 450cc ce med height te tissue expander and experienced right-sided deflation postoperatively. As a result, the patient underwent removal and replacement with an unspecified breast implant on (B)(6) 2022.

Manufacturer narrative:
On 10-mar-2022, the suspected medical device was returned for evaluation. On 28-mar-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, leak test and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage was observed on the tissue expander. Leak testing was performed in accordance with mentor procedures, and a tear was observed at the juncture on the anterior patch. Additionally, no other leaks sites were observed. Microscopic examination was performed on the edges of the tear, and the cause could not be identified although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expanders include but are not limited to the following events: fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, it was found that h.5 field on the initial report was incorrect. Manufacturer's reference number: pc-001051370 on the initial report, h.5. Labeled for single use? Was labeled as no. However, the field is actually yes. The relevant field has been updated.